Manufacturer narrative:
(B)(4). The initial report for this event/device was originally reported on 1721194-2020-00018.

Event description:
It was reported that during a laparotomy vaginal hysterectomy, the teflon coating around the electrode exploded. A second like device was tried and it did the same thing. A force triad generator was being used at that time. It is unknown how the procedure was completed and there were no patient consequences reported. No additional information is available at this time.

Manufacturer narrative:
Pc-(B)(4). Date sent: 5/14/2020. Investigation summary 1 each 0100l lot 193271 was returned. A slit in the insulation was observed with excessive charred eschar extending the from the tip to the bottom of the slit damage. The coating was completely missing indicating the tip has been used for long duration with excessive heat and continued to be used after the insulation was split and damaged. It is known that the tip becomes hot upon activation and if eschar tissue buildup is present it could become a glowing ember and review of the photos of the device indicates the tip was very hot at the time of the event. The complaint is confirmed as user damage. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.,the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.